Manufacturer narrative:
Evaluation conclusion code no longer applies.

Event description:
Additional information was received on 2016-jun-22 indicating that the model/lot number of the catheter implanted at the time of the cerebrospinal fluid breach was unknown. The event happened on an unknown date during normal use when the pump was delivering morphine (unknown dose and concentration) and led to patient experiencing a headache. It was unknown as to what troubleshooting was performed. The cause of cerebrospinal fluid leak was patient dependent. The catheter was removed as a result of cerebrospinal fluid leak. Another pump system was not implanted. There was no alleged pump or catheter malfunctions. The implantand explant date was unknown. The other medications that patient was taking, patient medical history, diagnosis for use and further actions/interventions taken to resolve the issue were unknown

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in (B)(6) via a representative. The patient had received morphine via an implantable pump. The patient's medical history included "hd" and arthrodesis. It was reported that on an unspecified date, the patient's pump had been removed because the "patient had made a lot of breach cerebrospinal fluid".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.